Manufacturer narrative:
Model number/catalog number:sc-2317-50, serial number: (B)(4), batch/lot number: 5109877, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient experienced overstimulation due to high impedances on lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 sn:(B)(6). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables (12) were completely broken at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement. In addition, the distal tip exhibited a typical explant damage that was not considered a failure responsible to the reported complaint. A review of the device history record revealed no anomalies. Sc-2317-50 sn:(B)(6). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patient experienced oversitmulation due to high impedances on lead. The patient underwent a lead replacement procedure and was doing well postoperatively.